Event description:
The customer reported that while running an htlv-1 assay, the summit sample handler, dispensed twice as much liquid to row one as compared to the other rows. No error message was generated. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint number 97-03572-07.